Manufacturer narrative:
An evaluation of the data card indicated error messages were prompted during treatment to alert the operator of insufficient force or excessive force on the handpiece during rep delivery or release of handpiece/foot pedal button before delivery was completed. A failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. If errors occur during treatment, the rf delivery is stopped and the system will display text instructions for the operator indicating what action may be required to resolve the issue. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. The reported adverse event is a known procedure complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may product heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and neck and noticed a blister on the left side of the nose one day post treatment. Reportedly, there were no system errors and nothing out of the ordinary was noticed during treatment. The treatment tip surface was inspected prior to and during the treatment and nothing was noted. Additional information has been requested but has not been received.